Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 7 months after the dental implant and abutment were placed in ada site 20 in type iii bone, the implant was removed after the clinician attempted to take an impression. Clinician reports premature loading of the abutment, pain, tenderness, mobility, and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. The dentist reported that immediate load and immediate implant were performed and biomechanical overload has happened.

Event description:
The clinician reports that 7 months after the dental implant and abutment were placed in ada site 20 in type iii bone, the implant was removed after the clinician attempted to take an impression. Clinician reports premature loading of the abutment, pain, tenderness, mobility, and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).